Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since 4-6 weeks after implant when adaptive stimulation (as) settings was programmed, the patient had not been feeling stimulation when the patient lay on their left side and rolled over (not completely on their back). The patient reported this information to the manufacturer representative. The implant date was (B)(6) 2016. The reporting manufacturer representative was seeing the patient for a reprogramming session.

Event description:
Additional information was received from the manufacturer representative that reported that reprogramming was complete. The cause seems to be transitional in nature when the patient begins to roll the upper body, back, butt, hips still more to side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.